Event description:
The patient came in reporting instability which was caused by a loose tibial tray. The surgeon revised the tibial tray and poly and the surgery was completed successfully.

Manufacturer narrative:
Clinical evaluation 1.5 years after primary cemented tka the tibial component loosened and tilted. With the information at hand, no final conclusion on the possible causes of the failure can be drawn.

Manufacturer narrative:
Batch review performed on 02 april 2020 lot 179512: (B)(4) items manufactured and released on 11-apr-2018. Expiration date: 2023-04-02. No anomalies found related to the problem. To date, (B)(4) tems of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: 1.5 years after primary cemented tka the tibial component loosened and tilted. No revision has been made yet. With the information at hand, no final conclusion on the possible causes of the failure can be drawn.

Event description:
The patient came in reporting pain due to a loose tibial component 1 year and 7 months after primary. The cause of the loose tibial component is unknown. A revision surgery has not been scheduled yet, and no additional information is available at this time.